Event description:
It was reported by the physician that on the night of (B)(6) 2009, he was called to the emergency room on a stat basis to manage a patient (pt) who was hypotensive and septic. Several previous attempts at central venous line insertion in the right subclavian position had been unsuccessful. Physician proceeded to perform central venous line insertion in the left subclavian site once he was able to confirm that there was no evidence of pneumothorax or other complications from the prior attempts. The physician was able to gain access to the central venous circulation with the introducer needle, but was unable to advance the spring wire guide (swg) satisfactorily despite multiple attempts, including pulling the tail end of the catheter out of the plastic coil and attempting to advance the swg with two fingers. Eventually he took the entire swg out of the system and then noted that there was also a problem with advancing the swg beyond the tip of the plastic hub that was associated with the swg coil. The physician was able to determine that the introducer was patent, i.e., not clotted, kinked, etc. In the process, the access was lost and subsequently had to abort the procedure with inability to regain access at that site. The physician was able to successfully place a femoral cook catheter. Because of the issue with central venous catheter placement there was at least a 75 minute delay in treatment to this critically ill pt. In addition, this led to the use of a significantly less satisfactory access site, both because of the increased risk of thrombotic complications, infectious complications and inability to satisfactorily monitor central venous pressure, which was one of the intended consequences of the procedure. Additional information received from the sales representative on 01/19/2010 stated the physician clarified that he meant the swg and not the catheter tip.

Manufacturer narrative:
Sample will not be returned for evaluation.